Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Clinical sensitivity testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot 55638fn00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot 55638fn00 was identified.

Event description:
The customer reported a false negative alinity I hbsag qualitative ii results and alinity I hbsag quant. Results for one patient sample that has a mutation of the s gene (g145r). The customer stated that a sample taken on (B)(6) 2024 was tested and generated a negative qualitative hbsag and a negative quantitative hbsag results, however the sample generated a weak positive when tested with the viral load. The patient was re-sampled on (B)(6) 2024 and still generated negative results for the qualitative hbsag and quantitative hbsag and a weakly positive result for the viral load again. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative alinity I hbsag qualitative ii results and alinity I hbsag quant. Results for one patient sample that has a mutation of the s gene (g145r). The customer stated that a sample taken on (B)(6) 2024 was tested and generated a negative qualitative hbsag and a negative quantitative hbsag results, however the sample generated a weak positive when tested with the viral load. The patient was re-sampled on (B)(6) 2024 and still generated negative results for the qualitative hbsag and quantitative hbsag and a weakly positive result for the viral load again. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformance's or deviations with the complaint lot. Clinical sensitivity testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot 55638fn00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. This could potentially be a case of occult hbv infection (obi) which is a known phenomenon and is diagnosed when an hbv dna test is positive but hbsag is undetected, which in some cases can be associated with occurrence of an escape mutant. However, in this case, the hbsag mutant detection information in the package insert documents that the gly-145-arg mutation is detected with a sensitivity of 100%. There are other potential reasons for occult infection such as acute infection in the window period, hbv tail end of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs (1, 2). The fact that the complaint states the viral load is ¿weakly positive¿ may indicate a low level of viral replication resulting in low serum hbsag levels below the cutoff of the assay. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot 55638fn00 was identified. 1. H. W. Reesink et al. Occult hepatitis b infection in blood donors. Vox sanguinis (2008) 94 , 153¿166 2. Michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479¿86

Event description:
The customer reported a false negative alinity I hbsag qualitative ii results and alinity I hbsag quant. Results for one patient sample that has a mutation of the s gene (g145r). The customer stated that a sample taken on (B)(6) 2024 was tested and generated a negative qualitative hbsag and a negative quantitative hbsag results, however the sample generated a weak positive when tested with the viral load. The patient was re-sampled on (B)(6) 2024 and still generated negative results for the qualitative hbsag and quantitative hbsag and a weakly positive result for the viral load again. There was no impact to patient management reported.